Event description:
It was reported that the patient presented in the clinic with bacteremia. The transesophageal echocardiogram indicated that the right ventricle lead may have vegetation. The implantable cardioverter defibrillator, right ventricular lead, right atrial lead and left ventricular lead were explanted due to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.